Manufacturer narrative:
The attachments were reviewed. The files are pictures that show the mag lock and confirm the issue as described. No further issue identified. A review of the instrument service history identified no additional issues or contributing factors to the current complaint. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling review concludes that the issue is adequately addressed. The alinity s system service documentation provides adequate information for electrical hazards and the removal, replacement and verification of the cable - mag lock (part number b-30108538-01). The alinity s system operations manual provides adequate information for performing an emergency shutdown on the instrument and contains adequate information regarding electrical hazards. The risk reduction for safety hazards on dallas-site diagnostic equipment and accessories contains information noting abbott diagnostic equipment and accessories are certified to the appropriate us, canadian and international safety standards, and adequate protection is provided for the operator against electric shock or burn. Abbott diagnostic division performs an in-depth risk analysis which ensures that the overall residual risk is at an acceptable level. The evidence of char/burn from the cable - mag lock (part number b-30108538-01) was limited to one cable magnet lock and did not spread to other components or the analyzer. Based on the information within the complaint record, no systemic issue or deficiency was identified.corrected data found in section g1.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed charred marks on the alinity s system on the right-side mag lock and the corresponding strike face on the gullwing door. No arching, smoke or fire was observed, however, when the surfaces were wiped cleaned, black residue remained on the cloth indicating the presence of soot. The ability to process samples was not impacted. No impact to patient management/user safety was reported.